Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to device upgrade. It was reported that during a review of the therapy history this ICD had several episodes of noise on the ventricular rate/sense and high voltage channels resulting in pacing inhibition.